Manufacturer narrative:
Other, other text: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that the device "powers off by itself." There was no patient impact or consequence reported.

Manufacturer narrative:
The returned device was investigated. During the investigation, the device passed all visual and functional testing. The device could be powered on and off using ac and dc power and measurements could be obtained. The device visually and audibly alarmed during alarm conditions and was determined to be functioning as designed.

Event description:
The customer reported that the device "powers off by itself." There was no patient impact or consequence reported.